Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who used an unk formulation of super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unk date, the pt started super poligrip and fixodent. Approx 15 years prior to reporting, the pt experienced neuropathy. This case was assessed as medically serious by gsk.

Manufacturer narrative:
Super poligrip was discontinued, and it was unk if fixodent was continued or discontinued. At the time of reporting, the event was unresolved. The pt stated she was not sure which product caused the neuropathy. Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).